Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. When the toggle switch was switched to activate it stayed activated inside the harvesting tunnel. There was no injury that occurred because the power supply was disconnected. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. When the toggle switch was switched to activate it stayed activated inside the harvesting tunnel. There was no injury that occurred because the power supply was disconnected. A replacement device was used to complete the procedure.